Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A hosp nurse reported that a peritoneal dialysis (pd) pt had a pt line blockage during fill 3 of 4. While troubleshooting the problem, it was discovered that the blue pin had been pushed in. A technician attempted to remove the pin and reported that fluid leaked out. The nurse was advised to cancel the current treatment and set up with new supplies or to contact the dialysis department for assistance. The nurse declined further assistance. Several attempts to reach the nurse and the hosp dialysis department have not provided any further info. No pt info is known. No adverse event reported at this time.